Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, on the performa meter compared to a professional meter, within 10 minutes: above 500 mg/dl on performa meter and 167 mg/dl on professional meter. No adverse event reported. Alleged test strips are no longer available. Requested return of meter for evaluation.